Manufacturer narrative:
The investigation for the positioning issue has been completed. According to the clinical, on the second day of impella cp support the patient woke up agitated and accidentally pulled the pump into the aorta. No attempt was made to reposition the pump. The patient was then gradually weaned off of support and the pump was removed. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was patient movement. Added- d6a/d6b. D4-corrected model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient became agitated after waking up and pulled their implanted impella cp pump into their aorta. As the patient was deemed to be hemodynamically stable, the decision was made to explant the pump. There was no patient harm as a result of the noted issue.